Manufacturer narrative:
(Phone): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported rupture. Rupture was diagnosed by MRI scan. Replacement with non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported rupture. Rupture was diagnosed by MRI scan. Replacement with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported rupture. Rupture was diagnosed by MRI scan. Replacement with non allergan device.